Event description:
A male with ventral hernia defect that was repaired with a 15 x 20 cm proceed mesh. On pod 4 the pt returned to the ed with abdominal pain and was found to have small bowel obstruction on CT scan with a recurrent ventral hernia defect. He was taken to the or that day and intraoperatively a circumferential mesh defect was found, not related to the mesh-fascial sutures. This was deemed a mesh failure/defect. The pt tolerated the procedure well and the mesh was repaired with non-absorbable suture. Dates of use: 2009. Diagnosis: ventral hernia defect, large.